Manufacturer narrative:
This report is associated with argus (B)(4), poligrip.

Event description:
Chest pains [chest pain]. Case description: this case was reported by a consumer via other manufacturer and described the occurrence of chest pain in a male patient who received double salt dental adhesive cream, tocopherol acetate (poligrip) unknown (batch number unk, expiry date unknown) for denture wearer. The patient's past medical history included tooth extraction. Concurrent medical conditions included allergy to metals and drug allergy. Concomitant products included no therapy. On an unknown date, the patient started poligrip. In (B)(6) 2017, 7 days after starting poligrip, the patient experienced chest pain (serious criteria hospitalization). On (B)(6) 2017, the outcome of the chest pain was recovered/resolved. It was unknown if the reporter considered the chest pain to be related to poligrip. Additional details, this case was reported via other manufacturer (procter and gamble) on 31 july 2017. The male consumer reported that he started to experience chest pains a week later after starting poligrip. He went in the ER (emergency room) in may because of chest pains and he was using poligrip. He was inpatient at the hospital for 2 to 3 days and while in the hospital it was found that there was aluminum in it and he was allergic to aluminum and zinc. He reported he had began using fixodent since then.